Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient who was receiving morphine, 10 mg/ml concentration at 1.2 mg/day dose via intrathecal drug delivery pump for spinal pain. It was reported that motor stall was seen at initial interrogation. The patient recently had a magnetic resonance imaging (MRI). The hcp read the logs, the motor stall recovery did not occur. It had not been less than 2 hours since patient exited the MRI field. The interrogations resulted in a recovery. Increase in pain was reported. No further complications were reported.